Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using an indigo system aspiration catheter 8 (cat8) and a non-penumbra sheath. During the procedure, the physician inserted the cat8 into the sheath using the peel-away sheath. While aspirating with the cat8, it became clogged and the physician decided to remove it. Upon removal, it was noticed that the tip of the cat8 was ovalized. The procedure was completed using a non-penumbra thrombectomy system and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the cat8 was kinked approximately 15.0 cm from the hub. The cat8 was ovalized approximately 58.0 and 81.0 thru 84.5 from the hub. Conclusions: evaluation of the returned cat8 confirmed that the distal shaft of the catheter was ovalized. If the peel-able sheath is not properly used to protect the distal shaft of the cat8 during insertion, damage such as ovalization may occur. Further evaluation of the cat8 revealed additional ovalization and a kink. This damage was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.